Event description:
It was reported that at implant, the lead "would not pace". The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (6) no anomalies found; full lead returned and analyzed.